Event description:
It was reported that (1) hp052 was used during an unk procedure. It was reported by the rep that the device does not work. It is unk how the case was completed. There was no consequence to pt.